Event description:
Received info that pump has stopped all insulin delivery. Reportedly, the customer indicated that the pump was submerged into the water. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.